Event description:
Boston scientific received information from a clinical study that this right atrial (ra) lead exhibited loss of capture. A dislodgement is suspected. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that the other observation that led to the physician suspecting a lead dislodgement was that the pacing threshold measurements had increased to 7.5 volts. The device was reprogrammed from ddd to vdd and the ra lead remains implanted. No adverse patient effects were reported.